Event description:
Very disappointed with the bedwetting device. My son has been burnt near his neck from the use of the alarm at night. He was fast asleep in the night and when he woke up in the morning, we saw a big red patch on his neck. The dr examined and said it was from a burn. The alarm was a little warm when he put it on at night, but it burnt him in the neck. This was just the first night he used it. I tested and indeed it got warm when in inserted the sensor and stayed warm. It can't be placed against my son's skin of it will be warm like this. It has already caused a minor burn.